Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information , the complainant / reporter was unable or unwilling to provide any further patient, product or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy, the device self-activated as soon as the hcp released his fingers from locking both the top and bottom slides of the device. There was no patient involvement.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: the sample was returned. Both slides were in their initial positions. There were no visual anomalies noted on the device. Performance/functional evaluation: to prime, the top slide was pushed into the device. The top slide locked completely into place. Upon priming the bottom slide, the top slide (cannula) released as the bottom slide (stylet) was retracting into place. It is unknown whether the cannula tangs were able to completely lock into place during testing. The device was disassembled and internal parts were inspected. Upon disassembly, the bumpers were found to be intact and in the correct position. There were no anomalies noted on the cannula tang. Measurements of the cannula tang width were taken and found to be within specification. Medical records review: medical records were not provided for review. Image/photo review: medical images / photos were not provided for review. Conclusion: the investigation is confirmed for self-activation as the returned device self-activated during functional testing in the as received condition. The root cause could not be determined based upon the available information. It is unknown whether procedural issues contributed to the event. Labeling review: specific warnings, precautions and directions for use of the maxcore disposable core biopsy instrument are included in the current instructions for use (IFU). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy, the device allegedly self-activated as soon as the health care provider released his fingers from locking both the top and bottom slides of the device. There was no patient involvement.